Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 14, 2024.

Manufacturer narrative:
Per the clinic, the patient was explanted under general anaesthesia on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.